Manufacturer narrative:
Pump passed the displacement and failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had backlight anomaly. Customer¿s blood glucose level was unknown. The insulin pump was on low battery status. The device will be returned for analysis.